Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) and telemetry could not be established. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).